Manufacturer narrative:
Additional narrative: the actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the bearing was jammed, not functioning and was defective. It was further determined that the device failed the pre-diagnostics testing for checks for free movement and untrue running. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported from (B)(6) that while testing the trauma and recon system including; the handpiece device, lid device, k-wire attachment device (quick coupling) and the chuck drilling device, it was discovered that excessive heat was generated and smoke was observed while inserting the k-wire through the k-wire attachment device. It was further reported that an unusual noise was observed while using the chuck drilling device. According to the reporter, the event did not occur during surgery, it occurred while testing the trauma and recon system outside of the operating room. The reporter stated that the smoke and heat was coming only from the k-wire attachment device. The reporter indicated that there was no alleged malfunction against the k-wire, chuck drilling device, handpiece device and the lid device. According to the reporter, the handpiece device and the lid device were working as expected. The reporter stated that, neither the patient nor users were burnt as a result of this event. It was reported that two people were present in the room when the smoke was detected. The exposure to the smoke lasted "hardly one or two seconds." The reporter indicated that reportedly the users did not inhale the smoke as they were equipped with masks. It was reported that no adverse event was encountered as a result of the smoke or the heat. The issue was resolved by immediately stopping the testing of the trauma and recon system. The event was not related to surgery. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.